Event description:
The catheter clotted during delivery of tpn and was received by the MFR broken. A 5cc syringe was used to flush the catheter, and the catheter was removed by hand. No harm to the pt.

Manufacturer narrative:
One used unit in two portions was received on 05/21/2007 and sent for decontamination. Upon completion of the investigation, a supplemental report will be submitted. Date of submitted: 06/05/2007.